Manufacturer narrative:
Manufacturer¿s evaluation: the product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg was explant due to an infection. The patient was hospitalized on (B)(6) 2016. It was determined she had an infection and the ipg site. The surgeon cut the leads at the ipg and left the remaining lead portions implanted. The patient was treated with IV antibiotics.

Event description:
Follow up information identified the infection is resolved.